Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, the catheter was removed from the patient and was going to be re-flushed and re-inserted; however, the array became inverted and was unable to return to it's expected form. The catheter was replaced which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number 0012304919 was returned and analyzed. The loop catheter was received with a kink on the spiral array pebax near electrode 9. The spiral array was not inverted upon receipt. The steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. The slide function was as expected, and the shape of the capture device was unremarkable with no atypical features. The catheter was received without the guidewire. Data from the catheter identification chip confirmed usage on the reported event date. The catheter was reprogrammed before connection to the generator via a test catheter interface cable, and therapy deliveries were successfully performed. Functional testing was performed without any anomalies. X-ray imaging confirmed the guidewire lumen, the junction between the luer outlet, and the guidewire lumen proximal end were free from any obstruction. X-ray imaging was done to verify if the guidewire lumen was stuck due to an apparent anomaly, nothing was identified. A test guidewire was used to perform insertion from the distal end as well as the proximal end of the catheter. No anomalies were noted during these insertions. In conclusion, the inverted array issue was not confirmed th rough analysis and the loop catheter failed the returned product inspection due to a kink on the spiral array pebax. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.